Event description:
The pt was implanted with a left ventricular assist (lvad). The vad coordinator reported that the pt was aphasic. A computed tomography (CT) scan was performed by the hospital and confirmed an embolic stroke.

Manufacturer narrative:
The pt remains under observation in the hospital and continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.